Manufacturer narrative:
Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the deployment pullback, the entire device pulled out of the vessel. It was reported that the patient is fine. Additional information was received on 3/15/2018: it was reported that the patient was having an intracranial angioplasty. Manual pressure was used to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.